Event description:
It was reported the electrical generator displayed an error: e433. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported error e433 error issue could not be determined, however, the issue was likely due to a faulty generator board. The event may be detected/prevented by following the instructions for use which state: the user should check the function of all devices used prior to a procedure and that a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.